Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. The wires from the collimator to the generator backplane were tested. A collimator wire was open and when identified was replaced with a spare wire. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed "collimator stuck" and "iris too large" error messages, and the image quality was poor. No patient injury was reported.